Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2005 and mesh was implanted. The patient experienced recurrent stress urinary incontinence and had an unknown pubovaginal sling implanted on (B)(6) 2006.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Please provide the mesh exposure symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including findings. Were any deficiencies or anomalies noted with mesh device? Onset date of incontinence? What type of incontinence is the patient experiencing (urge or stress incontinence)? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Please confirm the product code. (8100418 is not a valid code for tvt). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2022-06658, and 2210968-2022-06659.